Event description:
Boston scientific (bsc) crm received info that this right atrial (ra) lead 4136 dislodged one day post the implant procedure. The physician revised the lead the next day and it dislodged a second time. The physician elected to replace the lead with a new ra lead.